Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized low readings. The customer's blood glucose reading was not provided. The customer stated that the pump is dumping the whole canister of insulin into him. The customer stated that he felt as if he was crashing and had to go to the hospital. The customer mentioned several visits to the hospital as a result of the issue. The customer declined to troubleshoot for low readings.